Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with myopotentials over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the event date was 4 jan 2023, and the facility for the event was (B)(6) medical center. The patient presented remotely initially and came into clinic on 4 jan 2023, where corrective programming changes were made. No further intervention or adverse patient consequences were reported. The device was not returned.